Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers ((B)(6)) were returned for evaluation. (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection associated with (B)(6) revealed contamination within both power ports, likely due to the handling of the device. An internal inspection of both controllers revealed a crack on standoff post one (1) within the controller housings. These are additional findings not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed that (B)(6) was the patient¿s primary controller, initially in use during the reported event. Log file analysis associated with (B)(6) revealed three (3) controller power up events logged on (B)(6) 2024 at 12:58:46, 12:59:16, and 12:59:41. The controller was without power for a max of one (1) minute eleven (11) seconds. No anomalies were recorded leading up to the loss of power. A vad stopped alarm was then logged at 12:59:59, indicating a failure of the pump to restart after multiple attempts. This was followed by a vad disconnect alarm at 13:02:03 indicating a physical disconnection of the driveline from the controller and an additional controller power up event, which corresponds with the reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up event on (B)(6) 2024 at 13:34:44 followed by a vad disconnect alarm at 13:34:49 indicating that the driveline was not yet connected to the controller. A vad stopped alarm was then logged at 13:35:37, indicating a failure of the pump to restart after multiple attempts. This was followed by a vad disconnect alarm at 13:51:06 indicating a physical disconnection of the driveline from the controller and an additional controller power up event, which corresponds with the second reported controller exchange. Log file analysis associated with (B)(6) revealed a controller power up, with a successful motor start, event was logged on (B)(6) 2024 at 14:51:40. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. As a result, the reported event was confirmed. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after several attempts. (B)(6) is in scope of fca cvg-21-q3-21 [subgroup 3]. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. A possible root cause of the initial losses of power involving (B)(6) can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad disconnect alarms and other controller power up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: (B)(6) 2024 h3: yes d1: controller d4: (B)(6) d9: yes, return date: (B)(6) 2024 h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 30-nov-2021/ serial or lot#: (B)(6). UDI #:(B)(4). H3: no d9: no h4: mfg date:  20-nov-2020 h5: no d1: heartware ventricular assist system ¿controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 30-nov-2021/ serial or lot#:  (B)(6). UDI #: (B)(4). H3: no d9: no h4: mfg date:  20-nov-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.  Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the subgroup 3 patient during a clinic visit, accidentally double-power disconnected while attempting to exchange batteries per fca. The ventricular assist device (vad) stopped and the controller exhibited a loss of power. Upon connecting the controller back to power, the pump failed to restart. The primary controller continued alarming stating "pump off change controller". The controller was exchanged  to the backup controller and the alarm stopped while the pump attempted to restart however, a few seconds later the same alarm came on while the pump was not restarting. The vad was off for around 15 minutes where the patient coded experiencing a anoxic neurological dysfunction, requiring cardiopulmonary resuscitation (CPR) and intubation. To address this issue, an additional controller with alternative software was utilized, successfully restarting the vad. It was also noted that the vad flow was 3l/minute and although the patient remains intubated, is awake moving and following commands. The vad remains in use and the two (2) controllers have been taken out of service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient recovered and was discharged home.